Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had an infection which started with the superior sternal incision and spread to the xyphoid incision. The patient was placed on oral antibiotics. A procedure was performed two days later where the electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted. No additional adverse patient effects were reported.